Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). Two days later, the or nurse contacted the MFR reporting that the coring knife was dull, and that the surgeon was having difficulty coring the apex with the coring knife. The hosp or nurse is returning the coring knife to the MFR for analysis. Pt remains on lvad support while awaiting a heart transplant.